Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were called. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was 398 mg/dl at the time of call. The customer stated that they treated during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The insulin pump will not be returned for analysis.